Event description:
It was reported that insulin leaked from the bd insulin syringe with the bd ultra-fine¿ needle around the hub during use. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported, insulin leaking around the hub when she's drawing up. Could not use the syringes affected 4 syringes affected".

Manufacturer narrative:
Correction: samples were received from the customer. The following fields have been updated: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2020-06-08. Investigation: h.3. Device returned to manuf.?: yes. H.3. Device eval by manufacturer? Yes. H.6. Method codes: 10, 3331. H.6. Result codes: 213. H.6. Conclusion codes: 67. H.6. Investigation summary: customer returned (14) 31gx8mm, 1ml bd insulin syringes from open polybags from lot 0006058. Consumer reported that insulin is leaking around the hub when drawing medication. All 14 returned syringes were examined, then tested for flow: all 14 syringes were able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 0006058. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200870576] noted that did not pertain to the complaint. There was one (1) notification [200870668] noted for smeared stopper. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
(B)(4). Investigation summary: occurrence: a complaint history check was performed and this is the 1st related complaint for leakage on lot # 0006058. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0006058. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for smeared stopper. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that insulin leaked from the bd insulin syringe with the bd ultra-fine¿ needle around the hub during use. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported, insulin leaking around the hub when she's drawing up. Could not use the syringes affected 4 syringes affected."